Manufacturer narrative:
The unit passed the displacement test. The unit alarmed motor error during the basic occlusion test due to a loose and flush drive support disk. The compromised force sensor system alarm and prime test could not be verified or performed due to a motor error alarm. The unit had a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.(B)(4).

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.